Event description:
It was reported that the tubing was leaking during "massive transfusion". Had to replace and reprime the device during a surgical case. Nurses observed the leak that was noted to be in between the hard plastic and the soft tubing. No patient injury or clinical affects was reported. A possible lot number was provided by the customer.

Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the reported complaint was unable to be confirmed due to the sample not being returned and no photos were provided. Testing was not conducted for the investigation. If the product is returned at a later date, the complaint will be reopened for investigation.